Event description:
Device malfunction: none. Symptoms/ae: neurological event. Time of ae: after the procedure. It was reported that a few hours post a left internal carotid artery stenting procedure, the pt began having right sided weakness. An MRI/mra showed a patient stent. The event was diagnosed as a mild left hemispheric dysfunction with right hand weakness. One day postprocedure, symptoms were improving. Two days postprocedure, the pt was discharged to home with mild right hand weakness. Although requested, there was not additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Neurological event is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was not device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.